Event description:
In early 2008, patient underwent placement of crw stereotactic head frame, stereotactic MRI, and stereotactic implantation of a left-sided deep brain stimulation (dbs) electrode. On approx five months later, patient underwent placement of crw stereotactic head frame, stereotactic MRI, and stereotactic implantation of a right-sided deep brain stimulation electrode. At the completion of the same day surgery, the surgeon interrogated the patient's left-sided device and found an open circuit. A post-operative skull x-ray identified a break in the left electrode behind the left ear. The surgeon had not interrogated the left-sided device prior to frame placement, and was therefore not able to determine whether the break or fracture of the left-sided electrode had occurred prior to frame placement. The left-sided fractured dbs electrode was removed (and replaced) on two months later.